Event description:
On (B)(6) 2009, the pt underwent bilateral removal and replacement of breast implants with the 410 form stable implant along with bilateral capsulectomies and placement of lifecell device as an internal stabilizer and support. In (B)(6) 2010, it was reported to lifecell that on recent eval the r breast implant site is noted to be well healed with an excellent cosmetic result. The l side is noted to have bottoming out of the implant. It was also reported that the device is palpable in the r breast at the pds suture line; however, it is not palpable on the l side. After review the md plans to return to operating room to revise the l implant and redo the device placement to obtain better internal support for implant. This complaint was originally evaluated as customer dissatisfaction. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of the device history records. Query of lifecell's complaint mgmt system for any other complaints reported against devices distributed from lot s10538. Results of eval: review of the device history records resulted in no remarkable findings, with no deviations or non conformities related to the nature of this complaint. (B)(4). Conclusion: the pts pre-operative history of long standing implant complications was a direct contributing factor to this event.